Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3889-28, lot# va0tnx9, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that there was a poor communication screen on the patient programmer (pp). The patient thought her therapy was off for couple weeks and there was poor communication. An antenna was used and syncing with the implantable neurostimulator (ins) did not resolve the issue. The pp would not work with either antenna. She had a fall a week ago and yesterday, (B)(6) 2016, and she was not getting relief like she was before. The issues had occurred in (B)(6) 2016. A healthcare professional (hcp) via a manufacturing representative (rep) later reported that after the patient fell on the battery/lead site, stimulation stopped working. The patient was going in for a revision to be scheduled at the end of (B)(6). No interventions yet, but a revision was pending. The issue was not resolved at the time of the report.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.